Event description:
Complaint came in on (B)(6), "worst electric toothbrush ive ever owned. The bristles broke off and got stuck in my gums. Very poor quality." No product returned, no contact info provided.